Manufacturer narrative:
Investigation summary: 9 samples were received. They all came in sealed packaging blisters. Visual inspection was performed. They all have the scale marking issue. This could have happened during the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels didn¿t get the scale printed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. This is the 2nd complaint for lot # 9303251 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 bd luer-lok¿ tip syringes were found before use without scale markings. The following information was provided by the initial reporter: "it was reported that 10 syringes are missing their markings."